Event description:
Koru medical became aware of mw5149840 received through the FDA medwatch program stating "indication: selective deficiency of immunoglobulin [lgg] subclasses. Unsolicited communication from the patient. Patient reported that her freedom60 pump is not working. When the patient tried to start her infusion the 50/ml syringe which contained hizentra jumped out of pump. When the patient tried to put the syringe back into the pump, the turning knob was not working. Patient had been trying to trouble shoot with the pump for about 3-4 hours. Patient reported hizentra dose was missed/wasted due to pump failure. Pt did not report any adverse events due to defective device. Defective device is available for return to the manufacturer. Product lot number is unknown. No additional information available. Reported to (B)(6) by pt/caregiver." A good faith effort was sent to the initial reporter on 29-jan-2024 for additional information. A response was received providing patient information and the serial number of the pump involved. The pump listed in this report was received by koru medical on 17-jan-2024. Inspection findings include pump not winding, black tab will not wind back. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.